Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that blood leaking occurred. There was a hole in the part of the catheter near the connecting base. Surgery time was not extended by more than 30mins due to the product problem. The patient is in good condition. The sample will be returned for investigation.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation; however a photo was available for a visual inspection. An analysis was conducted on the photo. There were no issues found based on the photo received. If the sample is received at a later date, this complaint will be re-opened and the investigation continued. The most probable root cause can be due to improper use of sharp objects. A corrective action is not warranted at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.